Event description:
During a laparoscopic cholecystectomy the surgeon went to clip the cystic duct and the clips would not form completely. Distal closure but zero compression on duct. There was no pt consequence.